Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 8596sc, lot/serial# (B)(4), implanted: (B)(6) 2015, product type: catheter, ubd: 27-apr-2017, UDI#: (B)(4). Product ID: 8731sc, lot/serial#: (B)(4), implanted: (B)(6)2011, product type: catheter, ubd: (B)(6) 2011, UDI#: (B)(4). Product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2011, product type: catheter, ubd: 04-mar-2010, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who had been receiving an unknown dose and concentration of compounded baclofen via an implantable pump. It was reported the patient had not used the pump since late in 2018 due to infections and "problems" they had with an un-related back surgery. The patient currently had an open wound and other issues. It was noted the hcp wanted to shut the pump down permanently. Additional information was received from the healthcare provider (hcp). The hcp stated the patient had a history of spinal fusion noted "as remote." The patient developed a "pump catheter leak." On attempt to replace the catheter an infection was encountered. It was noted the infection was initially suspected and later confirmed. The only issue was the catheter leak. The pump dose was changed to minimum rate and the pump was stopped on (B)(6) 2020. A future pump replacement will be planned once cleared by the infectious disease doctor.